Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rep reported during an office visit the pt was programmed and the dr could not get a confirmed program. The pt was x-rayed. The x-ray showed that the notch was at a greater distance from the ruby ball. As a result it wa suspected that the device did not program. The device was not revised.